Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available. It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred. On (B)(6)2023, the patient experienced loss of connection which occurred an unspecified number of days after the sensor had been inserted into an undisclosed location. The patient reported loss of motor skills for 40 minutes and loss of consciousness for 2 hours. The patient sustained bruises on her head and leg when she fell from her bed. She was assisted by her parents who administered nasal and injected glucagon. About an hour after the event, the blood glucose was 130 mg/dl. There was no additional documentation of further medical intervention. At the time of the report, the patient was doing fine aside from bruising. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that signal loss over one hour occurred. On (B)(6)2023, the patient experienced loss of connection which occurred an unspecified number of days after the sensor had been inserted into an undisclosed location. The patient reported loss of motor skills for 40 minutes and loss of consciousness for 2 hours. The patient sustained bruises on her head and leg when she fell from her bed. She was assisted by her parents who administered nasal and injected glucagon. About an hour after the event, the blood glucose was 130 mg/dl. There was no additional documentation of further medical intervention. At the time of the report, the patient was doing fine aside from bruising. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.